Event description:
It was reported that a patient presented in-clinic for a lead explant procedure. Prior examination of the patient's right atrial (ra) lead revealed cardiac perforation, and high capture thresholds. The ra lead was explanted and replaced on 1 feb 2023. The patient was stable throughout.